Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room (ER) via emergency medical services (ems) due to a blood glucose (bg) level of 30 mg/dl. Reportedly, the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was a value displayed as "high," and the meter bg reading was 30-39mg/dl. Bg was addressed via intravenous saline. Additionally, customer was given insulin for diabetes management. Reportedly, customer left the ER the following day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.